Manufacturer narrative:
There is no indication of any system or component failure and no reports of any external trauma or other events that may have caused or contributed to movement of the implanted leads. Migration of components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. After activating the system the patient reported reduction in pain from 8/10 down to 2/10. Around (B)(6) 2024 the patient noted reduction in therapy and the implanting physician found that the device leads had migrated away from the intended target. On (B)(6) 2024 a surgical procedure was performed to place new leads back at the desired location. During the procedure the implantable pulse generator (ipg) was damaged from handling and required replacement as well.